Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure auto-zero failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: the device was evaluated, and the service engineer (se) reported that the issue was not duplicated during the test run. The se reviewed the event log, and reported that a "check vent: machine pressure sensor auto zero failed" (diagnostic code 1109) was observed. The se then replaced solenoid valves 2 and 4 to resolve the issue.

Manufacturer narrative:
H10: the suspected solednoid valves (2 and 4) were returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech performed the testing. The tech installed the suspect solenoids into a standard test bed (stb) gas delivery system (gds) and operated it without any issue. The pil could not duplicate the "check vent: machine pressure sensor auto zero failed" (diagnostic code 1109) failure from the service. The pil could conclude that no fault was found with returned suspect solenoids 2 and 4." H11: d4 - product UDI #.